Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a faulty force sensor resistor. The functional testing could not be completed due to the motor error alarm. The motor passed the motor test. The insulin pump had minor scratches on the display window, cracked case at the display window corner, cracked battery tube threads, a broken reservoir tube lip and a missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed motor error. The customer's blood glucose was unknown. Nothing further was reported.